Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there are small chips on the objective lens. The probe unit has sharp dents. The c-body has some scratches but no cracks. There are 5 broken elements. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the air/water leakages or fluid invasion. Air/water leakages noticed leaking near distal end. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. Based on the DHR confirmation results, it was confirmed that there was no leakage from the bending section adhesive and no indentation into the probe unit at the time of shipment the lm reported that the most probable causes for the reported event are as follows: since leakage from the bending section adhesive has been confirmed from the presentation sentence, external force may have been applied to the curved part. It is speculated that the external force applied to the curved part resulted in the generation of this phenomenon. It is somewhat likely that an external force was applied to the distal end because the dent in the probe unit was confirmed from the image and the sound line missing was also confirmed. It is speculated that the external force applied to the apical region resulted in the generation of this phenomenon.